Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Remains implanted.

Event description:
Edwards received notification through the alterra clinical trial. As reported, one type 1 fracture was found at the alterra inflow rung 1 on the 2 year follow up. There is no plan for intervention reported at this time.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the alterra procedure, additional assessment of the failure mode is not required at this time. The complaint of strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in an edwards' technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary reviewed the manufacturing documentation and conducted a study. No evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. Therefore, neither a product risk assessment (pra) nor corrective/preventative action was required. However, a pra has previously been initiated to assess the risks associated with the failure mode. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.